Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial undersensing that lead to a decrease in bi-ventricular pace burden. Programming changes were made, and the lead remains implanted. Patient condition is stable.